Event description:
The following patient story concerning a da vinci gall bladder procedure was found posted on the (B)(6) by intuitive surgical on (B)(6) 2012: (B)(6), my son was almost killed after a surgeon used the da vinci machine to remove his gall bladder. No other details were provided. Isi was unable to contact the author of the post concerning the reported event, as the author has blocked their (B)(6) account.

Manufacturer narrative:
On march 4, 2012, the author of the patient story originally posted on (B)(6) 2012, posted the following additional information: (B)(6): my son had surgery on his gall bladder, the da vinci machine was recommended we were told it would be less invasive and shorter recovery time that was a big mistake, he almost died. They cut a small hole in his intestine, on the third day, he looked like a (B)(6) victim. He was sent home I then took him to another hospital. He has had 3 more surgeries and needs more. Intuitive surgical has made several attempts to contact the initial reporter concerning the reported event. However, no response has been received. A follow-up MDR will be submitted if additional information is received.